Manufacturer narrative:
Investigation results: device analysis finding: the device was not returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of adverse event related to patient condition as it was reported that the stent did not reach the lesion due to the tortuous anatomy of the vessel. This conclusion code is based on the available information and the review conducted at the boston scientific site. Following the difficulties met, it was reported that the shaft broke. It is most likely that this break occurred due to excessive force being applied to the device in attempts to advance to the lesion as the patient anatomy was met. The device was not returned for analysis therefore the reported shaft break cannot be confirmed.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. After the lesion was pre-dilated with a 2.00 x 10mm non-compliant balloon catheter, a 3.00 x 24mm synergy shield drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion, and the shaft broke. The procedure was completed with another stent. No patient complications were reported. It was further reported that the stent did not reach the lesion due to the tortuous anatomy of the vessel.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that shaft break occurred. The 85% stenosed target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. After the lesion was pre-dilated with a 2.00 x 10mm non-compliant balloon catheter, a 3.00 x 24mm synergy shield drug-eluting stent was advanced for treatment. However, the device failed to cross the lesion, and the shaft broke. The procedure was completed with another stent. No patient complications were reported.